Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "ergonomics not working. Multiple error 23062" was confirmed and replicated. A visual inspection was performed and it was found that the motor connector was melted, which attributes to the reported complaint.

Event description:
It was reported that prior to starting a cholecystectomy on a da vinci 5 system, the ergonomics were not working on the console. Technical support engineering assisted field service engineering with troubleshooting, including running auxiliary tests, power cycling the system, and manually adjusting the column to complete calibration. The customer disabled the ergonomics and continued with the procedure. The procedure was completed as planned with no report of patient injury.